Event description:
This lead was implanted on (B)(6) 2003 and was explanted on (B)(6) 2010 due to a product performance issue. There is no information on the form stating what the issue was. The physician was dr. (B)(6) at (B)(6) centers in (B)(6), ml. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).